Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was provided for an examination and root cause analysis in our service laboratory in melsungen. A visual inspection was performed. The device showed age related signs of wear and tear and the operating unit was damaged. A functional test was performed. The device passed the self-test. An ops syringe was inserted, and the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. The infusion started at 00:21 am, at 00:22 am the pumps occurred the tom mode. At 06:34 the master pumps infusion is finished and concurrent the second pump started her infusion. No malfunction were found in the device history. The tom-mode was tested. A ops 50ml syringe was inserted and the infusion was started. Also, the second pump was inserted and the tom-mode was activated. At this juncture, no malfunction could be detected. The device was disassembled and the inside was investigated. Inside the device could be found slightly liquid residues. Additional to the operating unit was the claw mechanism damage by an impact damage. The complaint could not be confirmed. Summing up all tests, the device operated within our specification. A malfunction of the tom-mode could not be detected.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. (B)(4). This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "failure to align". Incident description: "on (B)(6) 2021, at around 7:00 a.m., oneview signaled the end of the syringe and the associated transfer to the tom 2 pump within three minutes of a highly septic - catecholamine-dependent covid19 patient lying in prone position, asystole and hypotonic, aton after a few seconds and had to be resuscitated. For this purpose, the ongoing infusions were stopped. Due to the emergency situation, ms. (B)(6) could not recognize or did not pay attention to whether the tom2 pump had taken over properly. In general, the user suspects that this was not the case, so a report is made to the (B)(6). The patient was able to be reanimated, but later died from the covid infection and, according to ms. (B)(6) and ms. (B)(6) (head of its), not from the incident. "